Manufacturer narrative:
H.6. Investigation summary: bd was able to verify the shield was missing as reported by the customer. After visual analysis of the sample it can be observed that the product was the protector of the needle, confirming the reported defect. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. The root caused was determined to be the shield accidentally fell during the filing of the packaging machine. The appropriate personnel have been notified and trained. H3 other text: see section h.10.

Event description:
It was reported that sterile breach occurred with a angiocath 20ga x 1,16in 1,1 x 30mm. The following information was provided by the initial reporter, "it was detected on the product bd angiocath absence of bevel protection, causing a work accident due to exposure of the bevel without protection. Information received by email on 5/9/2019: the customer says that when was manipulating the catheter, the bevel was not protected and punched the packaging and the finger of the pharmacy worker. Only one product was affected."

Manufacturer narrative:
(B)(6). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred with a angiocath 20ga x 1,16in 1,1 x 30mm. The following information was provided by the initial reporter, "it was detected on the product bd angiocath absence of bevel protection, causing a work accident due to exposure of the bevel without protection. Information received by email on (B)(6) 2019: the customer says that when was manipulating the catheter, the bevel was not protected and punched the packaging and the finger of the pharmacy worker. Only one product was affected."